Event description:
As reported by the partner ii clinical study, at the conclusion of the transfemoral transaortic valve implant (tavi) procedure, a dissection of the left common femoral artery occurred. The left femoral artery was pre-closed with 3 closure devices, after which the left femoral artery (lfa) had minimal flow post sheath removal. It was thought that the closure device had closed off the artery, and the decision was made to repair the lfa surgically. During repair to the site of the sheath, the entry and the closure device sutures were normal and found not to have closed the lfa. Where the multiple sticks were made, below the entry site, a calcium shelf had closed the artery. The shelf was removed and patched; the incision was closed via surgical technique without incident. Post procedure, the patient was in stable condition.

Manufacturer narrative:
The sheath was not available for evaluation, however, there was no report of device malfunction. A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization and the transfemoral transaortic valve implant (tavi) procedure include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. However, in this case the physician attributed the event to the closure device and a shelf of calcium, and not the edwards device. No further actions are required.